Event description:
The account reports that a patient underwent cataract surgery with implantation of the crystalens. One week postoperatively, the lens was exchanged for an 11.0 d crystalens (note: the original lens implanted was a 16.25 d crystalens). The reason provided for the lens exchange was "patient was uncomfortable with lens, did not fit well". Additional information has been requested from the physician.